Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. Customer's blood glucose value was 400mg/dl at the time of the call. Customer declined to troubleshoot for high readings. The customer stated that they will bolus for the high readings but the insulin pump alarmed no delivery. The customer stated that they will change entire set and will call back if problem persisted. The product will not be returned for analysis.